Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). Unable to confirm compromised forced sensor system alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The blood glucose level was unknown. The insulin pump will be returned for analysis.